Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient ended up with a peri prosthetic seroma and had to go back in for surgery to do a washout and implant exchange. This record is to capture lot: sp300061-192.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3, b3, b5, b6, h6.

Event description:
Additional information received later advising that after two weeks of strattice implantation, the patient has experienced an increase in the right breast size and the ultrasound showed a periprosthetic seroma. Part of the strattice tissue was explanted. The patient is recovering.